Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the issue was not determined. The reprogramming occurred on (B)(4)2017, and the event has remained ongoing since. The patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was exited from the study on (B)(6) 2018 due to their care being transferred to another physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that the patient experienced decreased therapeutic relief on (B)(6) 2017. The patient reported increased pain and burning in their right hand. The event resulted in an unscheduled clinic visit and the device was reprogrammed. The event was related to the device or therapy, but not related to the implant procedure or programming. The outcome was reported as ongoing. No further complications were reported or anticipated.